Event description:
During a visit with a (B) (6) female pt, a lifecor pt services representative reported that the response buttons were unresponsive on the pt's monitor. The psr exchanged the pt's monitor.

Manufacturer narrative:
Eval of monitor (B) (4) has been completed. The reported problem was confirmed. The front response button was intermittent. The cause of the intermittent front response was a cracked conductor on the flex circuit tail. The root cause of the cracked conductor was a crease in the flex circuit tail caused by improper wire routing of the backup battery wires during assembly of the monitor. The response button was replaced and the wire routing corrected. No adverse event resulted from the intermittent response button. The pt received a replacement monitor.